Manufacturer narrative:
(B)(4) . The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a contiu-flo solution set disconnected from the patient due to a cracked and broken collar. The set was delivering levophed. It was being used with a pump and another set for delivering propofol. The set was connected to the patient's catheter via a microclave injection cap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from 09/21/2015 to 09/22/2015. The device was received for evaluation. Visual inspection noted that the male luer collar was cracked/broken. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. In order to address this condition, a alert notice class I was issued. No additional information is available.